Manufacturer narrative:
The fse that encountered the issue replaced the batteries (d146-00-0039). The fse then performed all functional and safety tests, and the unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventative maintenance (pm) by a getinge field service engineer(fse) that the cs300 intra-aortic balloon pump (iabp) batteries were not holding a charge. There was no patient involvement.